Event description:
The complainant reported a patient was implanted with an impella 5.0 device for mechanical circulatory support. On insertion to the left ventricle the wire got wrapped around the device and made removing the wire without the device difficult. Both the device and the wire were removed and a new impella 5.0 was implanted to support the patient. There was no harm to the patient.

Manufacturer narrative:
The investigation into the delivery issue has been completed. The impella 5.0 was not received from the customer and therefore, an evaluation of the device by the manufacturer was not possible. The clinical details provided were insufficient to determine a root cause, also the data logs and product were not returned, therefore a root cause of the guidewire issues was unable to be determined. H.4 device manufacture date is unknown. This report is being filed as part of a retrospective review of historical records.